Manufacturer narrative:
Date of event: exact date unknown, event occurred a day ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient developed a fever and was admitted to the hospital prior to the revision procedure. The patient went in the following day for a spinal cord stimulation lead revision surgery and was determined to have an infection at the ipg site. The physician explanted the ipg and the explanted ipg will not be returned. The patient was put on antibiotics and was doing well postoperatively.